Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported that while the surgeon was using the unit during an arthroscopic procedure on the ankle, the tip of the internal blade of the unit broke off into the bone of the pt. It was further reported that the surgeon needed to use a drill to retrieve the tip from the bone of the pt.